Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia, with cgm showing ¿high¿ and capillary glucose confirmed at 339 mg/dl, peaking at 400 mg/dl, lasting approximately 4¿5 hours; the user believed lunch carbohydrates were underestimated and confirmed no leaks, blood, or delivery path damage. Symptoms included high blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, no backup therapy use, and no need for assistance. Investigation included phone-based troubleshooting and education, review of infusion site status, and confirmation of device alerts for prolonged hyperglycemia. Investigation of this case revealed that device alarms were functioning and the infusion path appeared intact, with a plausible contribution from underestimation of meal carbohydrates. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.